Manufacturer narrative:
Battery ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log files were available; however, do not cover the event date. Failure analysis of (B)(4) revealed that the battery passed visual examination and functional testing. The reported power consumption issue was not confirmed as the battery discharged as expected when in use. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that (B)(4) would not provide power after only three hours of use. The device was exchanged with no reported patient consequences. No further information was provided.